Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system locked up and the fluoro indicator light continued to flash after fluoro was terminated. There was no pt injury or death reported.